Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an unspecified sensor issue occurred. The event date is an approximation. On or around (B)(6) 2025, the patient stated that she had previously been hospitalized "because of dexcom" and indicated that the issue had been reported approximately one year earlier. The patient declined to provide additional details regarding the event, including the behavior of the cgm system, associated symptoms, treatment received, or the duration of the hospitalization. No further information regarding the event or the patient's condition was provided. No additional patient or device-related details were available at the time of the report. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.